Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the one month post implant follow-up, loss of capture at high outputs was observed on this right ventricular (rv) lead. A chest x-ray was obtained that appeared to show an rv lead perforation. Further, an echocardiogram revealed a one centimeter pericardial effusion. A revision procedure was performed to revise the rv lead. During the revision, the rv lead could not be repositioned due to helix extension difficulty. The lead was cut to preserve venous access and a new lead was inserted. This rv lead was explanted. No additional adverse patient effects were reported.